Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united states.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - nail head elements: fns bolt/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes rep. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent the removal of an unknown femoral neck system implant due to unknown reasons on (B)(6) 2020. Patient had osteopenic bone, which lead to implant failure. Patient received a revision hip. The initial surgery was on (B)(6) 2020. The procedure outcome is unknown however, the patient is doing well. This complaint involves unknown number of devices. This report is for one (1) unk - nail head elements: fns bolt. This report is 1 of 3 for (B)(4).